Event description:
On 07may2025, an eye care professional (ecp) reported a patient (pt) who wears acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses was diagnosed with a 2mm infectious corneal ulcer on the left eye (os), with haze present on the limbus, on (B)(6) 2025. The pt was instructed to use polytrim in the os three times daily (tid). No duration was provided; however, the ecp stated the pt "should currently be off polytrim." The pt denied sleeping in lenses but had been showering in lenses "the last few weeks but water does not get in the eyes." No additional information was provided. Attempts were made to contact the pt for additional complaint information on 07may2025, 14may2025, and 21may2025 with no success. No additional medical information has been received. No additional information is expected. The suspect os lot number is unknown. Availability of the os suspect cl is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.